Event description:
It was reported by mhra that a physician contacted them to report this event. The physician reported that following a percutaneous coronary angiogram, an angio-seal was used. No pre-deployment angiogram was performed. Reportedly, the puncture site, common femoral artery, was free of scarring, fibrotic tissue, and peripheral vascular disease. The patient later experienced symptoms of claudication. A duplex ultrasound performed 4 months after the coronary procedure revealed that part of the angio-seal device had lodged in the tibio-peroneal trunk. The patient underwent surgical intervention one month later. The popliteal artery was exposed below the knee and 5,000 units of heparin was given. A longitudinal arteriotomy was made in the tibio-peroneal trunk. Allegedly, the angio-seal collagen plug was removed with secondary thrombus. The surgical findings revealed that a tongue of organized thrombus had been attached on either side. The artery was flushed and back bleeding was present. A long saphenous vein patch repair was sutured with 6.0 suture. Doppler signals were present in all run off vessels. The patient is recovering nicely. The implant date is month specific.

Manufacturer narrative:
A follow up medwatch will be submitted at the completion of the investigation.